Event description:
Reporter alleged obtaining the results of 80-89 mg/dl and 52 mg/dl back to back within 10 minutes on the aviva system. Reporter felt hypoglycemic symptoms prior to obtaining the readings. Reporter ate a peanut butter sandwich and glucose tablets after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 80-89 mg/dl and 52 mg/dl back to back within 10 minutes on the aviva system. Reporter felt hypoglycemic symptoms prior to obtaining the readings. Reporter ate a peanut butter sandwich and glucose tablets after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.